Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) reviewed the device data and noted multiple episodes on the same period and a pause in pacing greater than two seconds was noted. It was initially suspected that a procedure had been performed on the date of the stored episodes; however, the patient denied any such intervention. Since the non-sustained ventricular tachycardia (nsvt) episode, no new events have been observed. It was also noted that the patient has a left ventricular assist device (lvad) implanted. Ts recommended performing isometric testing on this rv lead and an in-clinic evaluation for further assessment. No additional adverse patient effects were reported. This rv lead remains in service.